Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent revision procedure wherein ipg was relocated and two lead extensions were explanted. The patient was doing well post operatively. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted lead extensions were not returned to bsn as they were discarded by the medical facility.